Manufacturer narrative:
Upon further review, the infusion was within the product specification parameters. This would not cause or contribute to a serious injury if this were to reoccur. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter posta code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor over infused by "many hours". It was not further specified how early the set completed. The rate controller (flow restrictor) was reported to be secured to skin with limited activity. The device was filled with 4392mg fluorouracil hs (accord) diluted in 0.9% sodium chloride for a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.